Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw clip was advanced to the patient's mitral valve. However, the anterior gripper became stuck in the lowered position. Troubleshooting was performed but was unsuccessful. The device was removed from the patient and exchanged. The new clip was implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (gripper actuation ¿ single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw clip was advanced to the patient's mitral valve. However, the anterior gripper became stuck in the lowered position. Troubleshooting was performed but was unsuccessful. The device was removed from the patient and exchanged. The new clip was implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.